Manufacturer narrative:
Complainant city: (B)(6). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. Bsc ID# (B)(4). Tw# (B)(4).

Event description:
It was reported that thrombosis occurred. The stenosed target lesion was located in the arteriovenous fistula. A 7.0 x 40 75cm mustang¿ balloon catheter was previously used for angioplasty on the stenosis and thrombosis of the lesion. However, at visual inspection, thrombosis reoccurred almost immediately. No further patient complications were reported.